Event description:
It has been reported that during a knee surgery the insulation at the tip of the device became detached inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
The complaint is confirmed. Functional testing was not performed due to the damage to the device. Visual inspection of the returned ar-9811 noted that the insulation layer that covers the shaft is cut and is becoming detached near the tip of the device. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.